Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited an increase in threshold with an alert for a high measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.